Event description:
A trilogy evo ventilator was returned to the manufacturer service center for a reported ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. On evaluation, the issue was confirmed. It is believed that this issue was a temporary mismeasurement of pressure caused by dirt. The device's flow sensor and muffler assembly were replaced to address the issue of dirt inside of the flow sensor.